Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was repositioned due to dislodgement/migration/displacement. Besides surgical intervention, no adverse patient effects were reported. The product remains in service.